Event description:
It was reported that during a system upgrade procedure, it was discovered that the right artrial (ra) lead had blood ingressed through an insulation breech. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and the outer insulation was breached cut. The proximal conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic environmental stress cracking.